Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, alopecia and fatigue outcome was unknown. The reporter considered alopecia, depression, fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("foreign body in uterus"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and fallopian tube cyst. Concurrent conditions included obesity, unspecified. In january 2012, the patient had essure inserted. In january 2013, the patient experienced menstruation irregular ("irregular cycles") and abdominal pain ("pain: abdomen"). In february 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2014, the patient experienced depression ("depression/severe depression"). In may 2014, the patient experienced tooth fracture ("dental problems: broken teeth"). In june 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2015, the patient experienced nausea ("nausea"), the first episode of pain in extremity ("pain: leg pain ") and the second episode of pain in extremity ("pain: arm pain"). In march 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problems or changes: frequency") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and toothache ("teeth pain"). The patient was treated with surgery (novasure endometrial ablation in (B)(6) 2017 and she underwent bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, depression, alopecia, fatigue, vaginal haemorrhage, pollakiuria, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, menstruation irregular, abdominal pain and toothache outcome was unknown, the headache had resolved and the last episode of pain in extremity was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pollakiuria, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: current weight 179 lbs. Per medical record: operative notes: on hysteroscopy, the left ostia had a foreign body (essure coif) that was extending into the uterine cavity from the ostia. This was removed with graspers under hysteroscopic guidance. On laparoscopy, it was found that her right fallopian tube had a large 6-7 cm cyst located on the end of the fallopian tube. This was adhered to the omentum and bowel with multiple areas of adhesions. These adhesions were taken down with both hot and cold laparoscopic scissors in order to start the drainage of the large fallopian tube cyst in order to allow removal. On laparoscopy there were bilateral foreign bodies (essure coils)in cornual region of uterus extending into the bilateral fallopian tubes. Hysteroscopically removed left fallopian tube foreign body (1 of 2 pieces of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Ultrasound scan vagina - on 01-feb-2012: linear echogenic structure are noted within the coronal regions of both left and right sides of the uterus these are likely the essure coils. However is not possible to assess sonographically whether these are peripherally positioned within the fallopian tubes.hysteroscopy correlation hysterosalpingogram could be more specific.. X-ray - in april 2012: not available. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device migration, device breakage, menorrhagia, dysmenorrhea, pelvic pain, pain: abdomen, fatigue, dyspareunia, device explusion." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("foreign body in uterus"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and fallopian tube cyst. Concurrent conditions included obesity, unspecified. In (B)(6)2012, the patient had essure inserted. In january 2013, the patient experienced menstruation irregular ("irregular cycles") and abdominal pain ("pain: abdomen"). In (B)(6)2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced depression ("depression/severe depression"). In (B)(6)2014, the patient experienced tooth fracture ("dental problems: broken teeth"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2015, the patient experienced nausea ("nausea"), the first episode of pain in extremity ("pain: leg pain ") and the second episode of pain in extremity ("pain: arm pain"). In (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problems or changes: frequency") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and toothache ("teeth pain"). The patient was treated with surgery (novasure endometrial ablation in (B)(6)2017 and she underwent bilateral salpingectomy essure removal). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, depression, alopecia, fatigue, vaginal haemorrhage, pollakiuria, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, menstruation irregular, abdominal pain and toothache outcome was unknown, the headache had resolved and the last episode of pain in extremity was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, pollakiuria, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: current weight 179 lbs. Per medical record: operative notes: on hysteroscopy, the left ostia had a foreign body (essure coif) that was extending into the uterine cavity from the ostia. This was removed with graspers under hysteroscopic guidance. On laparoscopy, it was found that her right fallopian tube had a large 6-7 cm cyst located on the end of the fallopian tube. This was adhered to the omentum and bowel with multiple areas of adhesions. These adhesions were taken down with both hot and cold laparoscopic scissors in order to start the drainage of the large fallopian tube cyst in order to allow removal. On laparoscopy there were bilateral foreign bodies (essure coils)in cornual region of uterus extending into the bilateral fallopian tubes. Hysteroscopically removed left fallopian tube foreign body (1 of 2 pieces of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Ultrasound scan vagina - on (B)(6)2012: linear echogenic structure are noted within the coronal regions of both left and right sides of the uterus these are likely the essure coils. However is not possible to assess sonographically whether these are peripherally positioned within the fallopian tubes. Hysteroscopy correlation hysterosalpingogram could be more specific.. X-ray - in (B)(6)2012: not available. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device migration, device breakage, menorrhagia, dysmenorrhea, pelvic pain, pain: abdomen, fatigue, dyspareunia, device expulsion." Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. This case concerns 35 year old patient. Her demographics were updated. Her historical and concurrent conditions were added. Her lab data was added. Essure indication was added. Essure insertion date was updated. Per medical record event: hysteroscopically removed left fallopian tube foreign body (1 of 2 pieces of essure device)and foreign body in uterus was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia)/heavy bleeding; fatigue; bladder or urinary problems or changes: frequency; migraines/headaches, dental problems: broken teeth, nausea, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); vaginal discharge); weight gain; pain: leg pain; pain: arm; irregular cycles; pain: abdomen were added. She had recovered from events: pain in legs; headaches and recovering from event: pain in arms. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('foreign body in uterus'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy bleeding/ bloot clot') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and fallopian tube cyst. Concurrent conditions included obesity, unspecified. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menstruation irregular ("irregular cycles") and abdominal pain ("pain: abdomen"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced depression ("depression/severe depression"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problems: broken teeth"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced nausea ("nausea"), leg pain ("pain: leg pain") and pain in extremity ("pain: arm pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problems or changes: frequency") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), toothache ("teeth pain"), paraesthesia ("tingling in my leg"), back pain ("back pain"), abdominal distension ("bloated") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (novasure endometrial ablation in (B)(6) 2017 and she underwent bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, depression, alopecia, fatigue, vaginal haemorrhage, pollakiuria, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, menstruation irregular, abdominal pain, toothache, paraesthesia, back pain, abdominal distension and abdominal pain lower outcome was unknown, the headache and leg pain had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, leg pain, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, pelvic pain, pollakiuria, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, weight increased and pain in extremity to be related to essure. The reporter commented: current weight 179 lbs. Per medical record: operative notes: on hysteroscopy, the left ostia had a foreign body (essure coif) that was extending into the uterine cavity from the ostia. This was removed with graspers under hysteroscopic guidance. On laparoscopy, it was found that her right fallopian tube had a large 6-7 cm cyst located on the end of the fallopian tube. This was adhered to the omentum and bowel with multiple areas of adhesions. These adhesions were taken down with both hot and cold laparoscopic scissors in order to start the drainage of the large fallopian tube cyst in order to allow removal. On laparoscopy there were bilateral foreign bodies (essure coils)in cornual region of uterus extending into the bilateral fallopian tubes. Hysteroscopically removed left fallopian tube foreign body (1 of 2 pieces of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: linear echogenic structure are noted within the coronal regions of both left and right sides of the uterus these are likely the essure coils. However is not possible to assess sonographically whether these are peripherally positioned within the fallopian tubes.hysteroscopy correlation hysterosalpingogram could be more specific.. X-ray - in (B)(6) 2012: not available. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: device migration, device breakage, menorrhagia, dysmenorrhea, pelvic pain, pain: abdomen, fatigue, dyspareunia, device explusion." Concerning the injuries reported in this case, the following one was reported via social media: paraesthesia and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data wa conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('foreign body in uterus'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/heavy bleeding/ bloot clot') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and fallopian tube cyst. Concurrent conditions included obesity, unspecified. In (B)(6) of 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menstruation irregular ("irregular cycles") and abdominal pain ("pain: abdomen"). In (B)(6) of 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) of 2014, the patient experienced depression ("depression/severe depression"). In (B)(6) of 2014, the patient experienced tooth fracture ("dental problems: broken teeth"). In (B)(6) of 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) of 2015, the patient experienced nausea ("nausea"), leg pain ("pain: leg pain") and pain in extremity ("pain: arm pain"). In (B)(6) of 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), pollakiuria ("bladder or urinary problems or changes: frequency") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), toothache ("teeth pain"), paraesthesia ("tingling in my leg"), back pain ("back pain"), abdominal distension ("bloated") and abdominal pain lower ("abdominal cramping"). The patient was treated with surgery (novasure endometrial ablation in (B)(6) 2017 and she underwent bilateral salpingectomy essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, pelvic pain, menorrhagia, depression, alopecia, fatigue, vaginal haemorrhage, pollakiuria, migraine, tooth fracture, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, menstruation irregular, abdominal pain, toothache, paraesthesia, back pain, abdominal distension and abdominal pain lower outcome was unknown, the headache and leg pain had resolved and the pain in extremity was resolving. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, leg pain, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, pelvic pain, pollakiuria, tooth fracture, toothache, vaginal discharge, vaginal haemorrhage, weight increased and pain in extremity to be related to essure. The reporter commented: current weight 179 lbs. Per medical record: operative notes: on hysteroscopy, the left ostia had a foreign body (essure coif) that was extending into the uterine cavity from the ostia. This was removed with graspers under hysteroscopic guidance. On laparoscopy, it was found that her right fallopian tube had a large 6-7 cm cyst located on the end of the fallopian tube. This was adhered to the omentum and bowel with multiple areas of adhesions. These adhesions were taken down with both hot and cold laparoscopic scissors in order to start the drainage of the large fallopian tube cyst in order to allow removal. On laparoscopy there were bilateral foreign bodies (essure coils)in cornual region of uterus extending into the bilateral fallopian tubes. Hysteroscopically removed left fallopian tube foreign body (1 of 2 pieces of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: linear echogenic structure are noted within the coronal regions of both left and right sides of the uterus these are likely the essure coils. However is not possible to assess sonographically whether these are peripherally positioned within the fallopian tubes.hysteroscopy correlation hysterosalpingogram could be more specific. X-ray - in (B)(6) of 2012: not available. ''Concerning the injuries reported in this case, the following ones were described in patients medical record: device migration, device breakage, menorrhagia, dysmenorrhea, pelvic pain, pain: abdomen, fatigue, dyspareunia, device explusion." Concerning the injuries reported in this case, the following one was reported via social media: paraesthesia and abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event tingling in my leg, back pain, abdominal cramping and bloated were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.